Event description:
It was reported that the suture wing split open along a seam which is usually down and towards the patient during insertion. The facility alleges this allowed the catheter to move freely and be dislodged since no tension existed with the suture wing. The device was removed and replaced. The patient was not injured.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.